Event description:
It was reported that the lvp module was observed with the left side iui connector gasket exposed. The product issue was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Upon further review of the complaint by persons qualified to make a medical judgment, it was determined that the reported issue is unlikely to cause or contribute to an adverse event if the issue is to recur. Please disregard this report.

Manufacturer narrative:
Additional information : imdrf annex a and b codes.

Event description:
It was reported that the lvp module was observed with the left side iui connector gasket exposed. The product issue was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the lvp module was observed with the left side iui connector gasket exposed. The product issue was observed by bd associate during site visit. There was no patient involvement.